Event description:
Additionally, the physician's system was fully ruled out as the physician exchanged his programming equipment. No anomalies were found on the returned equipment. At the moment, the patient has not been seen by the physician and a visit is planned in the near future. Confirmation of end of service of the generator has not been obtained.

Event description:
It was reported by a physician that he was not able to successfully interrogate a vns patient at a follow-up appointment. The physician indicated the patient was interrogated successfully 2 months ago and his programming system was working normally with no issues. Physician indicated the handheld was not connected to the ac power supply and there were no emi. The patient was not moving during the attempts to interrogate. At the moment it is unknown if the patient's device is at end of service. Attempts for further information have been unsuccessful to date.